Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to elevated cobalt ion levels, pain and stiffens of the hip. It was discovered that the device failed due to corrosion of the oblong taper of modular neck where it seated in the pocked of the titanium stem.

Manufacturer narrative:
Updated lot information.